Event description:
It was reported that post open-heart surgery, the right atrial (ra) lead exhibited loss of capture at maximum output, low ra sensing and varying low pacing impedance upon interrogation. Programming changes were made. The patient was in stable condition.